Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Interrogation of the pulse generator found normal electrical characteristics. However, the lead impedance trend showed that lead impedance greater than 2000 ohms had occurred in both configurations since (B)(6) 2010.

Event description:
It was reported that ventricular impedance was greater than 2000 ohms in the unipolar configuration. The pulse generator was explanted and replaced.